Manufacturer narrative:
Additional information: section d4 - expiration date and unique identifier (UDI) section d9 - device available for evaluation; device returned to manufacturer and date device returned to manufacturer section g3 - date received by manufacturer section h3 - device evaluated by manufacturer section h4 - device manufacture date section h6 - evaluation codes the anchor was returned to saluda for analysis, and it was noted to be in an open position. The anchor clamp would not fully close before the torque wrench reached maximum torque, indicating that the screw was cross threaded. The screw was backed out and reseated, allowing the clamp to fully close. The anchor passed functional testing. It cannot be confirmed when and how the set screw became cross threaded, but this may have occurred during the implant procedure. Cross-threading may impact the clamping ability of the anchor, potentially contributing to the reported migration after the patient resumed their physical duties. The evoke scs system surgical guide states the following: ¿migration from the location chosen at initial implantation, resulting in stimulation changes and may require surgery (including revision, explant, and replacement) as a result.¿.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. The patient reported that they had returned to work, which involved physical tasks, within forty-eight (48) hours following the permanent procedure. An x-ray was obtained which revealed a lead migration. A lead revision procedure was performed to replace the lead and the anchor and therapy was restored.